Event description:
Patient was undergoing a cardiac catheterization by a dr. The star close device failed to come out of the sheath when it was deployed. Manual pressure was held, patient suffered no side effects. Evaluation of the star close revealed that the star close had grabbed the sheath preventing deployment.